Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy. The pod was not worn and the patient's blood glucose rose above 13.9 mmol/l (>250 mg/dl). As treatment, a new pod was applied.

Manufacturer narrative:
The device was received not deployed. The download data shows the device ran for 47 pulses and was deactivated by the user at the end of the first priming sequence. Since the user deactivated the device before the start of the second priming sequence, the cannula never deployed. The needle mechanism deployed successfully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the soft cannula failing to deploy by the end of the second priming sequence.